Event description:
I have recently switched to the dexcom g7 15-day sensors and 0/3 I have tried have lasted more than 10 days. They all had sensor failures. I reached out to dexcom for replacements and support. They sent replacements but offered no support on why these are failing before their 15-day life span. I'm worried about the quality and true durability of this product. Health effect code: 4582. Device problem code: 1535, 2917. Reference report: mw5187376, mw5187377.